Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professionals (hcps) regarding a patient who was receiving gablofen (1000 mcg/ml at 258.2 mcg/day) via an implantable pump. The pump's indications for use were noted as intractable spasticity and multiple sclerosis (ms). Magnetic resonance imaging (MRI) compatibility guidelines were requested. The hcp reported that she had limited history, but that the patient was having an MRI of the head and neck to look for progression of ms disease. No symptoms were reported. Additional information was received from another hcp on (B)(6) 2016. This hcp reported that a motor stall was seen at initial interrogation on (B)(6) 2016 and the patient had recently had an MRI. The hcp had checked the status of the pump twice and no motor stall recovery was recorded in the logs; at the time of the report, it had been 3.5 hours since the patient left the MRI field. The hcp was going to recheck the pump status in another 30 minutes. No symptoms were reported. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
Returned pump analysis found elective replacement indicator (eri) due to time progression occurred after explant, while in the rpa lab's possession. No other significant anomalies were found during destructive or non-destructive pump analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.